Event description:
Reported atrial undersensing on home monitoring recordings and during in office follow up. Atrial sensing minimum threshold changed to 0.3 mv which improved sensing, but farfield oversensing of rv pace was also noted. Crt pacing was only 2 percent. Programming changes were made to improve biv pacing in office to approximately 70 percent of complexes, but farfield oversensing still being seen. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.